Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lap roux en y procedure, the needle broke during the passing of the needle from one jaw to the other. The same thing happened twice with two separate needles during gj and jj were 1.5 pieces retrieved and other half was never found. An x-ray was performed to locate the needle. No patient injury noted.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of two suture reloads. The needle pieces were broken at the suture swage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the bent or broken needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lap roux en y procedure, the needle broke during the passing of the needle from one jaw to the other. The same thing happened twice with two separate needles during gj and jj were 1.5 pieces retrieved and other half was never found. An x-ray was performed to locate the needle. No patient injury noted.